Event description:
The report received from proof study database indicated that an independent film reviewer noted a filter fracture in the assessment of the abdominal films done at 1-month and 6 month intervals post filter implant. The film reviewer also noted that in retrospect the 1-month fracture was in place but was not easily seen at the time the film was read due to poor visibility and was not reported until compared with the 6 month study. This product will not be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.